Event description:
It was reported that on (B)(6) 2010 that the patient presented with severe lumbar disk degeneration l3-l4, l4-l5, l5-s1, progressive intractable diskogenic medial low back pain with failure of prolonged and extensive course of conservative management and retrolisthesis of the l5-s1 with associated micro instability. Per the dictated notes, the patient had ¿severe and progressive diskogenic mediated low back pain. The patient has been treated for years regarding progressive lumbar disk degenerative condition. The patient has undergone multiple trials of physical therapy, multiple trials of epidural steroid injections, and intermittent use of pharmacological management of symptoms and has attempted activity modification. Provocative lumbar diskography has demonstrated disk degenerative changes at the l3-l4, l4-l5 and l5-sl levels with severe concordant pain at the l4-l5 and l5-sl levels. Based on the patient's clinical symptoms, intractable nature of pain, MRI and x-ray findings, post diskogram, CT and report findings, an anterior posterior spinal fusion with instrumentation l3 in the sacrum in a staged fashion has been recommended.¿ the patient underwent an anterior lumbar diskectomy l3-l4, l4-l5, l5-s1, with anterior lumbar interbody fusion l3-l4, l4-l5, l5-s1. Cages were placed along with fresh frozen cortical cancellous allograft and bmp-2. There was also anterior lumbar instrumentation of l3-l4, l4-l5, and l5-s1. Per the operative report, the interspace for the l3-l4 level was sized to 14 mm, medium body, and 6 degree lordotic prosthetic cage device. The endplates were rasped to bleeding subchondral bone. The interbody device was packed with fresh frozen cortical cancellous allograft wrapped in bmp soaked collagen sponges and then the devices was impacted into the midline at disk space under direct visualization and fluoroscopic guidance. The graft was recessed approximately 2 mm beyond the anterior margin of vertebral body. Then the interspace for the l4-l5 level was sized to 14 mm, medium body, and 6 degree lordotic prosthetic cage device. The endplates were rasped to bleeding subchondral bone. The interbody device was packed with fresh frozen cortical cancellous allograft wrapped in bmp soaked collagen sponges and then the devices was impacted into the midline at disk space under direct visualization and fluoroscopic guidance. The graft was recessed approximately 2 mm beyond the anterior margin of vertebral body as a negative profile implant then direction was focused on the l5-s1 level. The interspace was ultimately sized to a 14 mm, medium body, and 12 degree lordotic implant. Endplates were debrided of endplate cartilage to bleeding subchondral bone and were rasped utilizing a double-sided rasp. A 14 mm, medium body, 12 degree lordotic implant was packed with fresh frozen cortical cancellous allograft wrapped in bmp soaked collagen sponges. The interbody device was then impacted into the midline of disk space under direct visualization, fluoroscopic guidance and use of an inserter distractor. Graft was recessed approximately 2 mm. Excellent fit was noted with restoration of interbody height, lordosis and indirect decompression of neural foramen. There were no noted complications. It was reported that on (B)(6) 2010 the patient presented with severe multilevel disk degeneration spondylosis l3-l4, l4-l5, l5-s1 1 with progressive diskogenic spondylotic mediated low back pain and failure of prolonged extensive course of conservative treatment. The patient underwent a decompressive lumbar laminectomy l2-l3 1 l3-l4 1 l4-l5 1 l5-s1 with posterolateral lumbar arthrodesis l3 through s1. There were no noted complications. Reportedly, the patient had uncontrolled bone overgrowth secondary to use of bmp.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.